Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did not confirm the reported needle to cuff miss; however, the suture pulling out of the arteriotomy during device removal was confirmed. The device was returned with the complete suture remaining in suture bearing with the knot formed after device removal. The analysis indicated the cause of the suture pulling out was related to the operational influences during use. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: 12mmx6mm, guide wire: terumo, inflation: boston, sheath: 7f, heparin. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. A 7fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.